Event description:
The pump was programmed to deliver 30 units of pitocin in 500ml at a rate of 1ml/hr with a volume to be infused (vtbi) of 500ml and the delivery was started. After approximately 1 1/2 minutes, the nurse noted the mother was having tetanic contrctions and the fetal heart rate had dropped into the 80's. At this time it was noted that the pump display indicated the pump was delivering at a rate of 999ml/hr instead of the intended rate of 1ml/hr. The infusion was stopped and the pump was removed from clinical service. The mother's contractions reportedly lasted 6 minutes and the fetal heart rate was decreased for approximately 3 minutes. During this time, the mother was placed in the knee-chest position and was treated with an unspecified volume of lactated ringers, oxygen at a flow rate of 10l/min via mask, and an unspecified dose of terbutaline. When the contractions had subsided, it was reported that the fetal heart rate returned to the baseline of 130bpm with accelerations of 160bpm. After an unspecified length of time, the pitocin delivery was restarted using a replacement pump and the mother delivered without incident. There were no reported adverse sequelae to the mother.